Event description:
Caller reported that insulin gauge displayed an amount different than expected and was currently experiencing a fill estimate issue, with the pump displaying 165 units. There was no adverse impact to the customer¿s blood glucose level. The contact declined further troubleshooting, and no further action was required.